Event description:
Pt underwent surgery for repair of left rotator cuff tear with excision of left distal clavicle on 7/13/95. Pt was discharged home with morphine pca at 12:50 pm on 7/13/95. At approx 7:00 pm on 7/13/95, the pt was found by his wife to be unresponsive, with poor respiratory effort, and dried mucus around the mouth. Paramedics were called and the pt was transported in full arrest. The pt remained on life support for the next four days. Life support was discontinued on 7/17/95 and the pt was pronounced dead at 9:55 am on 7/17/95.